Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller developed persistent power disconnect alarms. Additionally, the white power lead would not transmit data to the system monitor. The controller was exchanged and the issues resolved.

Manufacturer narrative:
Section d6a: correction. Date of implant was inadvertently included in the previous report. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect alarms and the system controller not communicating with the system monitor were confirmed, as these events were observed upon connecting the returned system controller (serial number (B)(6)) to a mock loop. The controller¿s white bend relief was observed to have been damaged upon arrival. The controller was opened and its power cables were replaced with test cables. After this replacement, communication with the monitor was restored and further atypical alarms were not reproduced. The controller was functionally tested and was found to perform as intended when test power cables were in use. After communication with the monitor was restored, a log file was extracted from the controller containing data spanning approximately 1 hour ((B)(6) 2022, 15:23 ¿ 16:23 per timestamp, and (B)(6) 2022, 12:14 ¿ 12:16 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms (rsoc invalid fault alarms that were not associated with a power source exchange) were observed throughout the data, consistent with the controller¿s testing. The controller¿s original white power cable was opened near its damaged bend relief and several of its inner wires were observed to be fractured. The damaged wires included the orange and brown wires, which are responsible for the controller¿s communication with the system monitor, and the controller¿s battery gauge / rsoc respectively (damage to the brown wire would cause atypical power cable disconnect alarms to occur). The root cause of the reported events was determined to have been damage to the controller¿s white power cable; however, the root cause of the damage to the power cable was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and backup battery fault conditions. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.